Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the left axillary artery in a 74-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of prior coronary artery bypass grafting (CABG), known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Cta and vessel angiogram were obtained and reviewed with the vascular surgeon and interventional cardiologist. The right axillary artery was deemed too tortuous for device placement, so the team decided to utilize the left axillary artery. A graft was placed and left ventricular access was obtained. The impella 5.5 was advanced into the left axillary artery up to the junction of the proximal subclavian artery and aortic root. Multiple attempts were made to advance the cannula past this point but were unsuccessful. The decision was made to place an impella cp in the left axillary artery, which was successful. After the case, the surgeon suspected the cause to be related to calcium. The patient stabilized with cp support. Subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
Additional information has been provided in d3. Failure to advance: the cause of the delivery issue was determined to be patient condition related due to the calcification.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.